Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and solyx sis was implanted. It was further reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso, vaginal sacral colpopexy, burch procedure and posterior colporrhaphy. It was reported that patient underwent mesh removal and posterior repair on (B)(6) 2011 due to sui, post menopausal bleeding secondary to vaginal mesh erosion. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that patient underwent removal of mesh and closure of the anterior vaginal wall apex defect, diagnostic cystoscopy, site specific rectocele repair, perineoplasty and vaginoscopy on (B)(6) 2012 due to vaginal mesh erosion and rectocele. No additional information was provided.